Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. There was allegedly no damage to the pump or battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 - device evaluation: the device has been returned and evaluated by product analysis on 11/04/2015 with the following findings: a review of the black box data showed reboots on (B)(6) 2015 and (B)(6) 2015. A visual inspection of the pump showed that the battery compartment was cracked. Evidence of moisture contamination was observed in the battery compartment. The returned battery cap was unable to fully tighten on the pump; however, the pump was able to be exercised successfully with the cap. The pump failed a leak test at the battery compartment. The pump cover was opened and moisture contamination was found on the printed circuit board and other electrical components. The complaint was not duplicated during testing. (B)(4).